Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "rupture and replacement from textured to smooth due to the patient's concern of the implant". The device remains implanted.

Event description:
The healthcare professional reported hole non specific. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, d6b, h6

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "rupture and replacement from textured to smooth due to the patient concern of the implant". This record is for the left side. The device has been explanted.